Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. All the available information was investigated. The reported slda that likely resulted in complete clip detachment appears to be related to patient's challenging anatomy (posterior prolapse and flail). There is no indication of product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced will be filed under a separate medwatch report.

Event description:
This is being filed to report the clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The clip then detached from the anterior leaflet as well, however was still on the gripper line. The cds was retracted to the left atrium (la). A guide loop was used to retract the clip to the femoral groin access. During removal the soft tip of the steerable guide catheter (sgc) was damaged. A new sgc was used to implanted another xtr mitraclip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.